Event description:
It was reported that before use it was observed that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit, when checking the high pressure regulator, noticed a leak coming from the bottom of the regulator. To fix the issue the fse replaced the high pressure regulator, then performed a full calibration and tested the unit. The unit worked to manufacture¿s specs, cleared for clinical use, returned to the customer. A supplemental report will be submitted upon the conclusion of our investigation.

Event description:
N/a.